Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation: event description: as reported, when the cook® single-use holmium laser fiber was plugged into the laser machine the fiber was not recognized by the machine. Inspection of the fiber found that the fiber was severed at the metal connector with the red connector cover. The silicone connector cover was also found separated from the fiber connector. A second cook® single-use holmium laser fiber from the same lot was used and the fiber was not recognized by the laser machine. The silicone connector cover was also found separated from the fiber connector. A third fiber was used to complete the procedure. As reported, the patient did not require any additional interventions/procedures or experience any adverse effects due to this event. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One cook® single-use holmium laser fiber was returned in open package with label. The fiber was noticed to be severed and the red sheath was loose as well. The laser fiber had 1.7 cm of fiber remaining attached to the metal hub. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no related complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) contains the following information related to the reported failure mode. ¿warning do not bend fiber at sharp angles.¿ ¿precautions never subject fiberoptics to sharp bends in handling, use, or storage.¿ ¿how supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ the cause of the failure mode was unable to be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, when the cook® single-use holmium laser fiber was plugged into the laser machine the fiber was not recognized by the machine. Inspection of the fiber found that the fiber was severed at the metal connector with the red connector cover. The silicone connector cover was also found separated from the fiber connector. A second cook® single-use holmium laser fiber from the same lot was used and the fiber was not recognized by the laser machine. The silicone connector cover was also found separated from the fiber connector. A third fiber was used to complete the procedure. There were no adverse effects to the patient reported.